Event description:
During device preparation, it was not possible to interrogate the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of inability to interrogate were confirmed. The analysis indicated telemetry communication was not available, and the pacing outputs were normal. The device was cut open to enable further testing and the battery voltage was found at normal range. Power reset was performed which did not restore the device¿s normal telemetry. The reported issue was consistent with a hybrid anomaly.